Event description:
It was reported that during implantation of a transcatheter aortic valve, the patient's anatomy was considered suitable for a 26 millimeter (mm) valve but was characterized by extensive calcification at the annulus and left ventricular outflow tract levels. Pre-implant dilatation was performed using an 18 mm semi-compliant balloon inflated with 3 cc less than nominal volume due to the severe calcification. The first deployment was considered too deep, and the second positioning was deemed acceptable with an implantation depth of 3 mm below the non-coronary cusp (ncc) and 4 mm below the left coronary cusp (lcc); upon paddle release, the valve dislodged from the annular plane and migrated into the ascending aorta. The patient remained hemodynamically stable, the dislodged valve was secured using a snare, and a second transcatheter aortic valve was successfully implanted with a final implantation depth of 1 mm below the ncc and 2 mm below the lcc. A non-medtronic guidewire was used throughout the procedure. At the end of the procedure, trivial posterior paravalvular leak and a mean transvalvular gradient of 5 mmhg were documented. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na image review: a complete set of fluoroscopic intraprocedural images related to the reported event was available for review. Fluoroscopic review of transcatheter valve loading demonstrated an acceptable load for the first valve. Radiopaque markers consistent with a balloon catheter positioned across the aortic valve were visible in the provided imaging, suggesting that pre-balloon aortic valvuloplasty was likely performed. Balloon inflation was not visualized, most likely due to inadequate contrast in the inflation device. The imaging suggests that at least one recapture was performed. The first deployment resulted in a depth greater than 5 mm relative to the reference pigtail in the non-coronary cusp. Subsequent deployment resulted in an approximate depth of 3 mm in the non-coronary cusp, with commissural alignment confirmed in the cusp overlap view. Depth assessment in an alternate view was not performed; therefore, depth in the left coronary cusp could not be determined. The valve was then released. The guidewire was not withdrawn, and the valve was observed to migrate above the aortic annulus during paddle release, resulting in aortic regurgitation. The displaced valve was subsequently snared in the ascending aorta. Fluoroscopic valve load inspection for the second valve was not recorded; therefore, acceptable loading could not be confirmed. A second valve was then partially deployed to an approximate depth of 2 mm. Imaging again suggests at least one recapture. Subsequent deployment appeared slightly deeper; however, this was assessed in the lao view o nly, with visible parallax, and the depth assessment is therefore estimated. The guidewire was not withdrawn, and following valve release, the final depth appeared shallower, suggesting migration during final release. Final angiographic review demonstrated a shallow depth, but no evidence of aortic regurgitation or paravalvular leak. Unintended valve movement prior to release may be minimized by relieving system tension, which includes retracting the guidewire to the nose cone and applying slight forward pressure to the delivery system. Based on the available imaging, these steps do not appear to have been performed during release of either bioprosthesis which most likely contributed to the valve movement observed. The patient¿s executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.